Manufacturer narrative:
On october 14, 2022, mentor became aware that right side breast cyst was also found and biopsy was performed on the right side. On october 24, 2022, photo evaluation was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of a paresthesia may be transient or chronic. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 9, 2022, mentor became aware that patient experienced bilateral capsular contracture; baker grade ii. Reason for device explant and/or reoperation: left burning sensation, and capsular contracture; baker grade ii. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware regarding the date of implant and device information. Following fields have been updated on this form: - field d1 for brand name has been updated to (B)(6) - d4 for catalog number has been updated to "3507375bc" - field d4 for lot number has been updated to "5846167" - field d4 for serial number has been updated to (B)(6) - field d4 for unique identifier( UDI) has been updated to "(B)(4) - field d6a for date of implant has been updated to (B)(6) 2009 a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 14, 2022, mentor became aware that the patient also experienced right side breast implant rupture, left side capsular contracture; baker grade iii in addition to bilateral burning sensation, and date of surgery is (B)(6) 2022. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Brand name under field d1 has been updated to "unknown gel implants". Field d4 for catalog has been updated to "unk_gel implants". Fields d6b for explantation date have been updated to (B)(6) 2022. Field g4 PMA/ 510(k) has been updated to "p030053". Field h6 health effect - clinical code "capsular contrcature" has been added. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: left burning sensation, and capsular contracture; baker grade iii. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with unknown size unknown mentor breast implants on both sides at an unknown date and experienced bilateral burning sensation. Mammogram scan showed something irregular. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The type of device involved is unknown, and the gel common device name/procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).